Event description:
It was reported that there was a hard drive failure on the clinical info center (cic) which resulted in a continuous reboot of the device. There was no serious injury or death associated with this event, nor was medical intervention required. The issue was resolved within several minutes. Ge technical support identified the problem as a corrupted full disclosure database, instructed the hosp to reboot the cic, and the system rebooted up normally. The service history on the cic showed the hard drive was overdue for replacement. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.